Event description:
Picu has reported a broken PICC. The extension tubing has fractured where it attaches to the white hub. No medical intervention required.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for evaluation. The catheter body was severed just below the 30cm mark. The severed portion was not returned for analysis. Visual analysis revealed that the proximal extension line had separated directly adjacent to the luer hub. Microscopic examination revealed remnants of extension line extrusion remained within the luer. This defect is consistent with a molding issue. The proximal extension line length measured 1 13/16", which is within the specification limits of 1 9/16"-1 15/16" per the catheter graphic. The proximal extension line outer diameter measured .087", which is within the specification limits of .084"-.088" per the proximal extension line extrusion graphic. The proximal extension line inner diameter measured .057", which is within the specification limits of .055"-.059" per the proximal extension line extrusion graphic. The distal lumen was flushed with no blockages or leaks detected. A manual tug test confirmed the distal lumen was fully secured within the luer hub. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not exert excessive force while removing the catheter, to minimize the risk of catheter breakage". The customer report of a separated luer hub was confirmed by complaint investigation of the returned sample. The proximal luer hub was separated from the lumen and appeared consistent with a molding issue. A device history record review was performed with no relevant findings. Based on the sample received, manufacturing (molding) caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Picu has reported a broken PICC. The extension tubing has fractured where it attaches to the white hub. No medical intervention required.